Manufacturer narrative:
The device will not be returned for evaluation. It is not possible to determine the cause of the failure without evaluation of the device. The serial number for the device was not provide; without it the device manufactured date cannot be determined.

Event description:
The stryker tps handpiece cord was called in because it contributed in the overheating of a handpiece during a procedure. Another device was used to complete the procedure without any procedure delay. When the hand piece cord was replaced, overheating did not occur again.